Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 73 mg/dl. The paramedics were called to treat high blood glucose. The blood glucose reading at the time of the event was 1058 mg/dl. Customer stated that the site was leaking and rolled over on the insulin pump and turned it off. Customer did not realize that insulin pump was not turned on. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.